Event description:
It was reported that during implant, the screw pulled through the stimloc ring. The cause of the issue was determined to be the hole in the stimloc ring was too large. When the screw was tightened down, it slipped through the hole of the stimloc ring. The stimloc was explanted and a different stimloc was used. The issue was resolved after changing the stimloc. There were no patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury.

Manufacturer narrative:
Analysis of the stimloc found dimensions of the base were out of specification. The screw hole in the base was oblong and too large. The diameter of the hole measured 0.0822" at its narrowest point.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 924256, lot# 082204915a, implanted: (B)(6) 2015, product type: accessory. Product ID: neu_unknown_ext, product type: extension. Product ID: neu_ins_stimulator, product type: implantable neurostimulator. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.